Event description:
Manufacturer received device tracking information for a reimplant, indicating that the pt's original system had been explanted due to infection. It was reported that the pt developed and infection with sepsi almost immediately after initial implant surgery and that they were quite ill at the time. Review of manufacturing records for the bipolar lead confirmed sterilization of the device.